Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During pre-procedural transesophageal echocardiogram (tee) a haze and spontaneous echo contrast (sec) were noted but no sec was observed on the day of the index procedure. After the transeptal puncture, (B)(4) units of heparin were administered. The closure device was successfully implanted, and the procedure concluded. Two days post index procedure, computed tomography angiogram (cta) identified a potential thrombus on the surface of the closure device. A protruding, sessile hypo-attenuated thickening was identified. No patient complications were reported. It was further reported that the thrombus was confirmed to be attached to the threaded insert of the closure device. The thrombus was identified as non-mobile and laminar. The patient was instructed to discontinue direct oral anticoagulant medication and begin warfarin in response to the thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During pre-procedural transesophageal echocardiogram (tee) a haze and spontaneous echo contrast (sec) were noted but no sec was observed on the day of the index procedure. After the transeptal puncture, 5,000 units of heparin were administered. The closure device was successfully implanted, and the procedure concluded. Two days post index procedure, computed tomography angiogram (cta) identified a potential thrombus on the surface of the closure device. A protruding, sessile hypo-attenuated thickening was identified. No patient complications were reported.